Event description:
The manufacturer received information alleging a trilogy device failed a differential pressure proximal sensor verification test step during testing. There was no harm or injury reported. The device was not in patient use. The device has yet to be evaluated. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a trilogy device failed a differential pressure proximal sensor verification test step during testing. There was no harm or injury reported. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer complaint was not confirmed. The device was tested and passed all testing. No malfunction of the device was noted.